Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of leak is confirmed; however, the exact cause is unknown. One photograph and one video of a single lumen powerpicc were returned for evaluation. An initial visual observation of the photograph showed a section of a catheter with a distinct circumferential kink in the catheter tubing. The catheter material at the corners of this kink appeared to be somewhat flattened. The video showed the catheter being infused with a clear liquid and a spraying leak could be seen emanating from the kink in the catheter. The leak appears to be near the 13 cm depth marker. The characteristics of the apparent split in the catheter in the returned video and photograph, as well as the reported description of the event suggest the catheter may have been damaged due to repetitive and/or prolonged kinking of the catheter. However, the fracture surfaces of the split in the catheter could not be seen well enough in the returned photograph and video to sufficiently confirm the cause of failure. A lot history review (lhr) of recx2869 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that 58-year-old patient male from respiratory department had a powerpicc (model: 3174118) placed from the left femoral vein under ultrasound on (B)(6) 2019. 54 cm of the catheter was expected to be in the body and another 1 cm was exposed externally, located at l4. The catheter was smoothly inserted after the buttocks were elevated. Catheter maintenance was conducted in other hospitals. On (B)(6) 2020, this patient was admitted to the hospital for catheter maintenance before the third chemotherapy session. An inspection showed that the catheter was detached to 7cm scale. When injecting normal saline, clear liquids were found flowing from the puncture site. Removed the catheter and found it folded at 12.cm scale. The PICC was removed. Since this patient needs further treatment, this patient and a nurse requested the dealer to compensate for another catheter of the same specification to complete subsequent treatment.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of recx2869 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that (B)(6) patient male from respiratory department had a powerpicc (model: 3174118) placed from the left femoral vein under ultrasound on (B)(6) 2019. 54 cm of the catheter was expected to be in the body and another 1 cm was exposed externally, located at l4. The catheter was smoothly inserted after the buttocks were elevated. Catheter maintenance was conducted in other hospitals. On (B)(6) 2020, this patient was admitted to the hospital for catheter maintenance before the third chemotherapy session. An inspection showed that the catheter was detached to 7cm scale. When injecting normal saline, clear liquids were found flowing from the puncture site. Removed the catheter and found it folded at 12 cm scale. The PICC was removed. Since this patient needs further treatment, this patient and a nurse requested the dealer to compensate for another catheter of the same specification to complete subsequent treatment.